Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the test data indicated impedance issues, despite the device testing within normal limits. Programming changes were made. Revision surgery is scheduled.